Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn (B)(4)) suddenly shut down was not confirmed during functional testing and event log review. During functional testing, the thermogard system passed without any fault or error, system did not shut down. The themogard system performed as intended. No physical damage was observed on the thermogard system during visual inspection. However, the intake air filter was missing and needs to be replaced. No leak inside the system ce was observed. During archive log review, multiple tcm ID:05 (coolant diff failure) and tcm ID:07 ( coolant temp high) were recorded. These tcm ID errors likely due to defective lm-34 probe, unrelated to the reported complaint. As a precautionary measure, the temperature probe lm-34 will be replaced. Initial functional testing on the returned thermogard xp ivtm system passed without any fault or error. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During ivtm therapy, customer reported that the thermogard xp ivtm system (sn (B)(4)) suddenly shut down on the second night of patient treatment. In 15 minutes, another thermogard system was used to continue ivtm treatment. No impact or consequences to patient.